Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis and dehydration. Customer¿s blood glucose was 980 mg/dl at the time of incident. Customer had a symptom like vomiting constantly, sweaty/fever, excessive thirst, dehydrated. Customer treated with flex pen. Customer also stated that the drive support cap is flush. Customer stated that the insulin pump is not pumping insulin and it is not displaying anything on the pump. Customer was wearing a pump at the time of hospitalization. Troubleshooting was performed for high blood glucose. The product will return for the analysis. The infusion set and reservoir will not be returning.